Event description:
The patient's tmj devices were removed due to material sensitivity.

Manufacturer narrative:
Due to the patient's nickel sensitivity, the surgeon plans to implant an all-titanium device. H3 other text : it was discarded.

Event description:
The patient's tmj devices were removed due to material sensitivity.

Manufacturer narrative:
The surgeon plans to replace the mandibular component with an all titanium device.